Manufacturer narrative:
(B)(4). The hosp reported that three (3) chambers had cracked. One (1) of the complaint mr290 chambers has been rec'd by fisher & paykel healthcare for eval. This chamber has only been rec'd recently and will be used for investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that they "have had several instances" where "cracks have developed" in mr290 autofeed humidification chambers, resulting in leaks. The hospital reported that "this has posed to danger to the pt other than interruption of ventilation whilst the chamber is changed."